Manufacturer narrative:
The reported event that the device would not detach from the delivery wire could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pavm procedure to implant a 4 mm amplatzer vascular plug 4 (avp4) in a 2.3 mm vessel, the device would not detach from the delivery wire. The avp4 was recaptured and removed from the patient. No other device was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. The patient was brought back to the cath lab the following day and a 5 mm amplatzer vascular plug 4 (unknown lot) was successfully used to close the pavm. Patient information not provided due to patient privacy.